Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) and automated peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent and pain. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with intraperitoneal ancef and gentamicin (dosage, frequency, and duration not reported) for the peritonitis event. On an unreported date, the patient switched to only performing capd and is no longer using automated peritoneal dialysis therapy. At the time of this report, dianeal therapies were reported to be ongoing, but if the patient has another episode of peritonitis, a switch to hemodialysis therapy was planned. The patient was recovered from the peritonitis event. No additional information is available.